Manufacturer narrative:
This report is submitted on 27 oct 2020.

Manufacturer narrative:
This report is submitted on october 13, 2020.

Event description:
Per the surgeon, the patient experienced an extrusion of the electrode into the external auditory canal. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.